Event description:
The pump was returned for investigation. Investigation revealed the display screen was pink and dim. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was pink and dim. The display screen was found scratched and cracked. The keypad cover and keypad flex were not returned with the pump or missing. All of the buttons were unresponsive due to missing of keypad flex. The battery compartment was found to be cracked at the pump case seal. (B)(6).